Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment an event was reported. The pt experienced tachycardia for most of the case. Pt baseline hr was in the 80's. At the time of the initial pulse generation, hr was in the low 90's. As the pulses were completed the pt became more tachycardic up to 112 hr. Anesthesia began to administer IV meds when hr reached 100. Pt heart rate was 86 at the end of case when all the pulse stimulations had ended.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found a service order for the generator, however this service was not linked to the complaint. The cause of the tachycardia could not be ascertained. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).